Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one empty gamma sterilized 500 ml intravia container was found to have black particulate matter in the administration port during admixture and prior to patient use. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection identified a black particulate matter in the fluid path. The root cause could not be identified. A CAPA has been opened to address this issue.